Event description:
A report was received that a patient was unable to charge. The patient had a pocket revision in which ipg was moved to the left flank. Nothing was explanted and two lead extensions were implanted. The patient is reportedly doing well.